Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator was delivering energy intermittently in monopolar mode. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found some stickers and many scratches on the cover. The rest of the generator appeared to be in good condition. The cover needs to be replaced due to the scratches on it. Functional evaluation found that all the knobs and switches functioned properly. An electrical test was performed and was found within all test parameters. The complaint that the device had intermittent power output during monopolar mode could not be confirmed. The unit passed the endostat iii return evaluation procedure. All connections inside the unit were checked and wires were manipulated while the power was activated in both the bipolar and monopolar modes and no problems were found with the unit. The cover was replaced. The unit showed neither evidence of the alleged issue, nor any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the generator was delivering energy intermittently in monopolar mode. The procedure was completed with another device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The patient's age is unknown; however the patient was reported over 18 years of age. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.